Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer did not return an air dermatome ii device for evaluation. The repair history review and device history record (DHR) review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. Initial qa inspection of the air dermatome ii was not performed as the device was not returned for evaluation. No repair of the air dermatome ii was performed since the customer did not return the reported device. The reported event was non-verifiable as the device was not returned for evaluation. However, the coating issue on air dermatome ii devices is a known issue investigated in CAPA (B)(4). The root cause of the reported event could be specifically determined, and is related to an issue with the al-coat plating on the air dermatome ii devices. CAPA (B)(4) was initiated to address the increase in air dermatome ii coating complaints. Additionally zmh-qms-4-035 was initiated as a phased recall of these devices and qh14000900 was initiated so that these devices cannot be shipped out of zimmer control.

Event description:
It was reported that there was flaking on the hand piece during cleaning of the device. No patient involvement. No adverse events have been reported as a result of the malfunction.